Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No alarms/alerts noted during testing. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 04-apr-2025, there is no unexpected alarms/suspends and found multiple bolus deliveries that the customer manually programmed and the daily total of bolus insulin delivered are 28.7 u. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.74 mv). Test p-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and cracked select button keypad overlay. In summary, pump passed all required testing. No current code/category not confirmed. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 3 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue in the insulin pump, a connection issue between the insulin pump and the minimed mobile application, and the uploader is not responding. The customer reported no adverse event. The event involved product(s) mmt-1880, acc-7350, mmt-6102, and mmt-6101. Troubleshooting was partially performed. No harm requiring medical intervention was reported. Mmt-1880 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device. No product return is required for acc-7350. No product return is required for mmt-6102. No product return is required for mmt-6101.